Event description:
On friday, (B)(6) at approximately 9:30am mst, I discovered a dead insect sealed inside the sterile packaging of an unopened syringe. The sterile sleeve was intact and had not been opened. The device is an exel 3cc luer lock syringe (low dead space plunger), ref #26200, lot #240924. The syringe was purchased as part of a 50-pack from (B)(4) medical supplies on (B)(6) 2025 (order #(B)(4)). The syringes were stored in an acrylic drawer under the sink in my bathroom since receipt. There was no exposure or handling that could explain the presence of a foreign insect inside sealed sterile packaging. The device was not used. Clear photographic evidence and an uncut video document the foreign insect visible inside the unopened sterile sleeve. This represents a sterility breach and manufacturing or packaging defect in a medical device intended for injection use.